Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 22.0-22.9cm from the connector pin. The rv conductors were separated at this location, consistent with the field observation of high hv lead impedance.

Event description:
It was reported that high, out of range, hv lead impedance, increase in capture thresholds and insulation anomaly were observed. The lead was explanted and replaced.